Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported the implant was non-functional and in need of replacing. The patient stated they were working with a new healthcare provider (hcp) and were having the implant replaced (B)(6) 2016.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that the patient tried the patient programmer (pp) with and without the antenna and the pp showed a poor communication screen. No symptoms reported. The issue had been occurring since 2016-(B)(6). It was noted that the patient device was implanted in 2011. The patient was redirected to the healthcare professional (hcp) to the have the implant checked. Additional information received about a month later from the patient reports the patient had to find a gyno/urologist in their area who worked with permanent implants for bladder control. The patient had appointment setup for (B)(6) 2016. The implant failed on (B)(6) 2016. The patient hope the healthcare provide will find out what was wrong with the programmer. The consensus was a failing battery. The patient will follow up once decided for next steps.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.